Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient's estimated or actual weight. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000172990.

Event description:
It was reported one of patient's leads had high impedances. It is unknown which lead attributed to the issue. Surgical intervention may be pending to address the issue.